Event description:
Patient reported that the 1st v-gos applied on (B)(6) 2020 fell off less than an hour after being applied. Patient properly prepared site for applications, that no sweating nor interference with clothing were reported. Patient stated that v-gos worn prior to (B)(6) 2020 were discarded.